Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 231 mg/dl.